Event description:
On (B)(6) 2012, the pt reported experiencing elevated blood glucose of up to 600 mg/dl on (B)(6) 2011 and he went to the hospital. He stated, he felt "lousy." He stated, he had attempted to bolus to lower his blood glucose but his readings continued to increase. His normal blood glucose range is 75-125 mg/dl. He was diagnosed with diabetic ketoacidosis in the hospital and he was treated with fluids and 8 units of insulin per hour. He stated that when the infusion set headset was removed from his body, the cannula bent. He was released from the hospital on (B)(6) 2011. The pt was sent courtesy infusion sets and an infusion set insertion device. The alleged product was discarded. No product will be returned for evaluation.